Event description:
The patient reportedly experienced decrease in sound quality. It was reported that the patient is reluctant to use the device. Surgery to explant the patient's device has been scheduled.